Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia with keytones on (B)(6) 2019. The customer blood glucose level was 430 mg/dl at the time of incident. The customer was assisted with troubleshooting for high blood glucose level. The customer was treated with manual injection during hospitalization. Customer experienced multiple blood glucose level such as 411 mg/dl and 448 mg/dl. Customer stated that the product is alleging under delivery. The product will not be returned for analysis.